Event description:
A (B)(6) old male pt called zoll customer support to report that one of his batteries were not holding a charge. Review of the pt's download data revealed multiple battery pack faults. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery not holding charge, battery faults) was confirmed. Upon investigation contamination was found inside the battery pack. The battery pca board was corroded. The root cause for the corroded pca board could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated battery pack. The pt received a replacement battery.